Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 4 months. A correlation between the lvad pump, serial number (B)(4) and the reported low voltage alarms could not be conclusively determined. However, the evaluation of the returned external portion of the percutaneous lead (lead) confirmed damage that could have caused red heart alarms, such as low speed operation and pump stoppages. The evaluation of the portion of the lead that was removed during the repair confirmed damage that could have caused red heart alarms, such as low speed operation and pump stop alarms. A section approximately 23 inches long from the connector was evaluated. The lead had undergone a clam shell repair. Rescue tape was present throughout the returned portion of the lead. Heavy damage to the outer jacket was identified below the rescue tape. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts prior to removing the bionate layer. Heavy breakdown of the metal shielding was identified throughout the returned portion of the lead. Visual inspection identified a breach in the insulation near the metal connector on the red and brown wires. Furthermore, a breach in the insulation was identified ~0.75" from the metal connector on the red and black wires. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying red, brown, and black wire conductors were exposed. Red heart alarms could have occurred if the exposed conductors of one wire contacted the braided shielding when the device was supported by the power module. Red heart alarms could have also occurred if exposed conductors of two wires from different motor phases (red and black/brown) contacted each other or made simultaneous contact with the shield while on battery support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced several low voltage advisories. The patient stated that the white cable was draining quicker than the black cable. There were no obvious damage to the cable. The patient also reported that the batteries and battery clips were cleaned frequently 1-2 times a month. The system controller was exchanged. The vad coordinator also reports that the patient has had past issues with low voltage advisories and that the patient is very active, having been on the lvad for approximately 7 years. The patient's power module was replaced. The patient was advised about cleaning batteries, battery clips and the battery charger. The patient was also reminded on calibrating batteries with the charger. It was noted that the driveline has rescue tape applied from the bend relief to the velour. Some of the tape was removed by the vad team and "gooey material" under the silicone came out. It is believed that the material is "dust and dead skin cells". A system controller log file was provided to the technical service representative, which contained 1 day of data. During the analysis of the data a strings of low voltage advisories on the white lead while tethered on battery power was observed. The low voltage advisories appear to have been caused by a depleted battery - possibly due to patient error. The file displayed 1x transient low voltage hazard event with the white lead tethered on patient cable. The remainder of the file was unremarkable. On (B)(6) 2016, the technical services representative arrived onsite for a driveline evaluation and repair. It was reported that there were no low speed or pump stoppage events and the repair would be cosmetic. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded cable after the repair and no alarms were present. The removed portion of the driveline was returned to the manufacturer for evaluation.